Manufacturer narrative:
The investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 19mm trifecta valve was implanted. On (B)(6) 2021, the patient presented with dyspnea class iii and was under observation since surgery was initially refused. However, on (B)(6) 2021 an echocardiogram was performed, which showed severe aortic regurgitation. Therefore, aortic valve replacement was performed and the trifecta valve was explanted. Upon explant, a tear on one of the cusps of the leaflet was observed. A new 19mm epic supra valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Additional information sections: d9, h3, h6, h10 explant was reported due to aortic regurgitation and leaflet tear. The investigation found that leaflet 3 was torn. There were areas with degenerative changes to the leaflet tissue including a denatured appearance to the collagen in the midportion of the leaflet 2. Leaflet 1 had fibrous pannus ingrowth on the inflow surface. There was fibrous thickening at leaflet 2. There was no inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. Also the degenerative changes noted to the tissue could have contributed to the tear formation.

Manufacturer narrative:
Additional information sections: h6, h10 an event of a torn cusp with resulting regurgitation was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.